Event description:
During the procedure, the jaw broke off of the distal end of the device. No injury to the pt or adverse event was reported.

Manufacturer narrative:
The used device was returned without the articulating arm/teflon pad sub-assembly. Evidence supports the most likely cause for the detached jaw is mishandling/misuse due to the damage to the external and actuating shafts and scratches on the proximal end of the scalpel blade. These conditions suggests that the device made contact with another object or instrument, or the jaw was pulled back due to excessive rotational torque applied to the device.